Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that a drop in sensing and loss of capture were observed. Ventricular fibrillation was also detected. The physician chose to replace the lead.